Event description:
It was reported that high voltage lead impedance was above the normal range. The shocking vector was reprogrammed. The rv lead will be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: cd3265-40 competitor ICD, implant date: (B)(6) 2014 (month/year valid); 1458q/86 competitor lead, implant date: unk; h601h31 heart ring implant, date: (B)(6) 1994. (B)(4).